Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal variceal banding procedure performed on (B)(6) 2012. According to the complainant, after advancing the device through the scope, the band failed to deploy. However, after multiple deployment attempts, several bands released from the ligator head. No device damage was noted. The case was completed with another speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the handle, tripwire, suture, and strap were returned for evaluation. The ligator head was not returned for analysis. The tripwire was attached to the spool of the handle and the suture was attached to the trip wire. Seven knots were present in the overall length of the suture as intended. Additionally, the trip wire was bent in several locations along its length. Furthermore, slight indentions were found in the groove of the spool, which typically indicates that an attempt was made to cinch the wire. Functionally, the handle spool was rotated and clicked appropriately with every 180 degrees of rotation. The reported event of bands failed to deploy was not able to be verified due to the ligator head not being returned for analysis. However, the evaluation revealed that the suture was attached to the tripwire, which may have occurred while attempting to deploy the bands and would have negatively impacted deployment activities. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal variceal banding procedure performed on (B)(6) 2012. According to the complainant, after advancing the device through the scope, the band failed to deploy. However, after multiple deployment attempts, several bands released from the ligator head. No device damage was noted. The case was completed with another speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown however, it has been reported that the patient is over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.